Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Observed the sensor plug was not returned. No physical damage observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). Activated sensor with known good reader and values were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor related error message while wearing the adc freestyle libre sensor and consequently experienced sweating and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 411 mg/dl. The healthcare professional noted the high blood glucose result was due to the customer¿s intake of sugary foods and carbs and advised the customer on what to do. No medication was provided and no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a sensor related error message while wearing the adc freestyle libre sensor and consequently experienced sweating and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 411 mg/dl. The healthcare professional noted the high blood glucose result was due to the customer¿s intake of sugary foods and carbs and advised the customer on what to do. No medication was provided and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor related error message while wearing the adc freestyle libre sensor and consequently experienced sweating and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 411 mg/dl. The healthcare professional noted the high blood glucose result was due to the customer¿s intake of sugary foods and carbs and advised the customer on what to do. No medication was provided and no further information was reported. There was no report of death or permanent impairment associated with this event.